Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a dreamstation CPAP pro. The device was returned to a third party service center. During visual inspection of the device, foam particles were observed in the device. An error code was present (error code 153). The device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.